Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cage broke during impaction into hard bone where the space was extremely collapsed. Screws were later inserted to back up the interbody fusion and the screwdrivers stripped while final tightening and also while attempting to back out the screws to adjust the height. No fragments were generated. The kh (cage) which fractured was not removed from the patient. It was kept in place as it was determined to be still structurally sound despite having fractured. The surgeon packed the rest of the space with bone. Procedure was successfully completed with no surgical delay. There was no patient consequences. During manufacturer's preliminary investigation of the returned devices, it was identified that one of the returned t20 screwdriver shafts is in stripped and worn condition. This device condition was evaluated and determined to be reportable on (B)(6) 2021. This report is for one (1) t20 screwdriver shaft. This is report 9 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the t20 screwdriver shaft (p/n: 279702050, lot #: gm4926202) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the driver shaft was twisted in the direction of tightening. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. After a visual inspection per guidance provided in windchill document #(B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4926202 was released in a single batch. Batch1: lot qty of units were released on 05 jan 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch: null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.